Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their bedside device emitted a ventricular tachycardia alarm on (B)(6) 2022 but the alarm did not reach the central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) went onsite to pull logs from the event. The reported issue happened over a month prior to the tc's arrival, which meant that the information required to complete a thorough investigation was not attainable. The tc checked the customers equipment and could find no issues. There is insufficient information to rule out a product malfunction. The customer kept a lookout for a repeat of the issue but after several weeks the case was closed because the issue did not occur again.